Event description:
It was reported that an ilet user experienced hyperglycemia with a sensor glucose of 266 mg/dl after eating bread and bologna without meal announcement per healthcare provider guidance, then administered approximately 15 units of correction insulin over a short period, followed by a low-glucose alarm as values declined; no device component issue was identified and the device problem could not be characterized due to insufficient information. Symptoms included malaise and hyperglycemia, followed by low-glucose alarm with fingerstick values as low as 77 mg/dl and subsequent recovery after carbohydrate treatment. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.